Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A records evaluation (mre) was not perform as part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11: additional narrative: e1: reporter is a legal attorney.

Event description:
It was reported that the patient received an attune primary left total knee arthroplasty to address degenerative arthritis on (B)(6) 2016. Depuy bone cement was used. As part of the treatment, patient also received autologous platelet rich plasma which was applied to the deep portions of the patient's incision during wound closure to support wound healing. The patient had no complications. Patient's left total knee was revised on (B)(6) 2024, to address aseptic implant loosening of the tibial baseplate with complete debonding (cement to implant interface) and chronic patellar tendon rupture. Femur, tibial baseplate, and insert were explanted. Patella component was well-fixed and retained. Patella tendon was reinforced with a tubularized marlex mesh bundle. There were no complications. Competitor revision femur and tibial components were implanted. Doi: (B)(6) 2016. Dor: (B)(6) 2024. Left knee.